Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. No reported impact to the customer¿s blood glucose level.